Event description:
Consumer reports lower than expected readings when comparing to their other meter. Analysis run on clark error grid using competitive readings (287) vs. Bd readings (66) yielded data points in the e range of the grid - outside acceptable limits.